Manufacturer narrative:
B5: upon follow-up, it was reported that the same day as the event onset, the patient was hospitalized and treated with the previously reported antibiotics. Nine days after the event onset, antibiotic treatment was discontinued. On an unknown date, the pd catheter was removed and pd therapy was discontinued. At the time of this report, the patient was discharged from the hospital and recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unspecified date, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 5th day), fortum injection (1gm, intraperitoneal, once a day) and amikacin injection (125mg, intraperitoneal, once a day) for the event. The patient outcome were not reported. At the time of this report, pd therapy was ongoing. No additional information is available.